Event description:
The complainant alleged that during an attempt to defibrillate a pt (age and gender unk), the device would not discharge. At first the clinicians were using the device with the hands free electrodes when it did not discharge. The clinician then switched to the device's external paddles, however, the device failed to discharge again. The complainant did indicate the clinicians were eventually able to deliver energy to the pt. However, they had to press the discharge buttons on the external paddles one at a time to do so. The complainant indicated that there was no adverse effect to the pt as a result to the reported malfunction.